Manufacturer narrative:
Please note: attached list of additional devices implanted and involved in this event: pxt261218/lot#04761787.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an iliac aneurysm. On the following month, the pt had right leg pain. It was reported that a device limb had occluded and the pt did not have blood flow at the level of the femoral artery. The next day, a femorofemoral bypass graft was implanted. The pt's blood flow and right leg pain has improved.